Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. However, insulin pump had an intermittent button response due to corroded buttons on keypad traces. No moisture damage on electronic, motor during visual inspection unit had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported receiving a button error alarm. Customer stated that the insulin pump was on the sink with moisture in the bathroom prior to the alarm. Customer's blood glucose reading at the time of the call was 189 mg/dl. No further information reported.